Manufacturer narrative:
Patient information was unintentionally excluded in the initial report. The device information was unintendedly incorrect in the initial report. This report contains additional information.

Manufacturer narrative:
Device and initial reporter is currently unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a permanent implant procedure, the physician discovered a cyst. In turn, the procedure was abandoned and the cyst was cultured. Reportedly, no devices were used.